Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer issue. The field service engineer found that the latch sensor was falling out, reseated sensor and tested, no further issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a failed drawer. The customer stated that the drawer constantly fails, something is broken in the back of the drawer causing a delay in dispensing medications for patient care. There were no adverse events or injuries reported based on this event.